Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced discomfort. The device was surgically explanted and was then re-implanted. The device remains in service. No additional adverse patient effects were reported.